Event description:
The haptics were found bent upon opening of the lens carrier.

Manufacturer narrative:
The lens was received positioned incorrectly in the open carrier. The lens was very dirty as received with dried solution visible on the lens optic. One haptic of the lens was found bent. Due to the conditions in which the lens was received, the cause for the malfunction cannot be determined.